Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 575cc saline, catalog #3501690, lot #5821010, sn #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 575cc saline breast prostheses. Deflation on the left breast prosthesis was determined. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.